Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However video file was provided for review. The video was of a lifestream device been held by a hcp. The hcp is shown moving the stent back and forth along the balloon. The stent and balloon were bloody. It couldn't be determined if the balloon has been previously inflated or partially inflated. The result of the investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications and video review. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event. Indication for use: the lifestream¿ balloon ex:pandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Warnings: ¿ should excessive resistance be felt at any time during the insertion process, do not force passage. ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Precautions: ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ do not use if the delivery system cannot be properly flushed. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. ¿ this device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Directions for use: site access and preparation: 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection: 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Introduction of the endovascular system and placement of the covered stent: 13. Advance the endovascular system over the guidewire into the introducer sheath. D4 (expiry date: 05/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to stent placement procedure, stent allegedly dislodged. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified in catalog number has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that prior to stent placement procedure, stent allegedly dislodged. The procedure was completed using another device. There was no patient contact.